Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not returned for evaluation.

Event description:
It was reported "she had also mentioned that she had heard some anecdotes that catheters had broken in some fashion on removal. After she mentioned some of these things, I asked her specifically if the catheters were bd or bard devices. She said she didn¿t know what catheters were typically used (if they were bd/bard or another company¿s)." Additional info. Received 01/05/2021: "this was a story told in training. Catheter had trouble flushing, gave cath flow. Did imaging and the catheter had fractured and the two pieces were only held together with fibrin tissue." Was there patient harm reported?: "had to surgically remove".